Event description:
It was reported to olympus that no image was present. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found moisture intrusion due to water-tight destruction. Additional evaluation findings are as follows: 1.) Appearance defects of the cable; 2.) Appearance defects of the control unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.